Event description:
The distal portion of a suture grasper broke off into the body. The broken piece was retrieved and the case was concluded without further consequence to the pt. They are reporting no pt harm. They are sending a 3500 with full details and will forward the complaint device to co when they have finished documenting it, photos etc. The 3500 states this to be an adverse event, however phone conversation with the 3500's author at the facility could not cooberate this as an adverse event, there was minimal time extension to the case and the broken tip was retrieved without effort or harm to the pt.